Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia. The customer also reported that the pump was giving too much insulin. The blood glucose value at the time of the event was 52 mg/dl. The customer was treated with glucose and glucagon. The event involved product(s) mmt-1884, mmt-397a, mmt-7040a, mmt-332a. Troubleshooting was not performed. It was unknown whether the customer was using the auto mode/smart guard feature at the time of the event. It was unknown whether the customer was using the insulin pump system within 48 hours of the reported event. The customer was advised that the insulin pump would be replaced and advised to revert to a backup plan per the healthcare professional's instructions and place the pump in storage mode. No further patient complications were reported. The customer will discontinue use of the insulin pump. Mmt-1884 was requested and the customer response was that the device will be returned. No product return is required for mmt-397a. No product return is required for mmt-7040a. No product return is required for mmt-332a.

Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0873 inches. The pump was programmed with a 10.0-unit bolus during the displacement test and a 25.0-unit bolus during the dat. All boluses were delivered properly and were listed in the pump's daily history screen. Delivery anomaly-possible over delivery not confirmed. The following were noted during visual inspection: minor scratched display window, scratched case and pillowing keypad overlay. The sc1 cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump and carelink upload was successful. The pump was received without a battery. No damage noted on the battery cap. On the primary svn (B)(6), related svn (B)(6) and related svn (B)(6), there were multiple boluses listed on the event dates (B)(6) 2026 in the pump history file. All boluses were delivered in auto mode/manual mode. On the primary svn (B)(6), related svn (B)(6) and related svn (B)(6), unable to verify customer's daily total of all insulin delivered, daily total of basal insulin delivered and daily total of bolus insulin delivered on the event dates (B)(6) 2026 listed on smartsolve due to insufficient data in the trace/history files. On the primary svn (B)(6), related svn (B)(6) and related svn (B)(6), perform the history review on (B)(6) 2026 in the pump history file and found 2 nodelivery alarms on (B)(6) 2026, 1 lostsensor1alert (780) on (B)(6) 2026, 1 nodelivery alarm on (B)(6) 2026, 3 lostsensor1alert (780) on (B)(6) 2026, 5 nodelivery alarms on (B)(6) 2026, 1 lowbatteryalert (104) on (B)(6) 2026 16:40:00.000, and 1 lostsensor1alert (780) on (B)(6) 2026. Earliest power data available per the power management tool/detail trace file is on (B)(6) 2026 6:41:55 am. There was no power data available for the date of (B)(6) 2026. Unable to check power data for low battery alert. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 239 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly or lost sensor alert noted. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (22.4 mv). The pump passed the functional testing. Unable to confirm alleged low bgs. Delivery anomaly-possible over delivery not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.